Event description:
Initial result for a patient estradiol was <5. When repeated, the result was 800. The incorrect result was not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepancy.